Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the device been performed but not received. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
A patient underwent a cardiovascular surgery on (B)(6) 2020 and suture was used. The suture was disassembled from the needle. There was a delay in searching the patient and x-ray. It was verified by x-ray that the needle does not remain in the patient.. Procedure completed. The needle was not found in the or. No other reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/23/2020. Investigation summary: it was reported performance pull off suture needle. An unopened sample of product code ep8747, lot # plh263 was returned for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged was observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.